Event description:
A pt had a bypass surgery in 2001. Three days later, the pt had hemmorrhage. The surgeon did another surgical operation for stopping this hemorrhage and the operation was successful. Alleged that a clip might have dropped after aorto coronary artery saphenous vein bypass graft.